Event description:
It is reported that a customer experienced high blood glucose of over 200 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that there were small air bubbles in the device. The customer was assisted with taking the reservoir out and rewinding the pump. The customer's insulin pump passed all test functions and works as designed. However, the customer reported a beeping anomaly where the pump would not display any alarms on the screen of the pump in a time of an alert. The customer will send their pump back for analysis and a replacement pump was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.